Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient's attorney reporting allegations of cancer, asthma, pneumonia, sinus and upper respiratory infections, pleural effusions, thyroid dysfunction, problems with her foot, memory loss, trigger finger. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient's attorney reporting allegations of cancer, asthma, pneumonia, sinus and upper respiratory infections, pleural effusions, thyroid dysfunction, problems with her foot, memory loss, trigger finger. No other clinical information or medical interventions were reported. In previous report manufacturer incorrectly mark 'product problem' in b1 (adverse event/product problem) section. In this report b1 (adverse event/product problem) section corrected/updated.